Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. No longevity calculation was performed due to power on reset (por) with no reason code which occurred on (B)(6) 2014 which is after explant and all data is lost. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 419688 lead, implanted: (B)(6) 2009; 407652 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced for having reached elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.